Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 16. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support on how to reset the pump, resolving the issue as the malfunction did not recur. The customer was informed to contact support again if the issue reappears and acknowledged this guidance.